Event description:
It was reported that a user experienced high blood glucose and could not deliver insulin through the tubing on an ilet system with a contact detach infusion set, with alerts for high glucose reported at 401 mg/dl and an expired insulin set, the event involved an occlusion that resolved after a supply change and correct execution of the press-and-hold priming step for the tube. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving the tube, consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.